Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported system fault (sf197) error message was due to water damage in the pneumatic block of the device. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was stuck. There was no patient injury reported as a result of this incident.